Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received representative samples and photos from the customer facility for investigation. The actual device was not returned. The samples and photos were evaluated and the customer¿s indicated failure mode for blood pooling on the outside of the cap with the incident lot was not observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® sst¿ tubes bd hemogard¿/gold was pooling blood on top of the caps. No serious injury, no medical interventions. No mucous membrane exposure reported.